Event description:
It was reported that the device were used during an unknown procedure. It was reported that the clips were scissoring. Another device was used to complete the case. There was no consequence to the pt.